Event description:
Treatment of an avm with onyx. It was reported after approximately 45 minutes of onyx injection, the distal tip of the catheter became entrapped in the onyx cast during removal. Multiple retrieval attempts were made and the catheter's tip released from the onyx cast. Once the tip of the catheter was released, the physician pulled the catheter out of the guide catheter and noticed the distal tip was inside the guidrokene catheter and basilar artery. A snare (gooseneck) was inserted into the sheath in an attempt to retrieve the catheter's tip without success. The physician then placed a hyperglide balloon into the guide catheter and advanced it parallel with the distal tip of the marathon catheter. The balloon was inflated to press the broken tip against the wall of the guide catheter, and all 3 devices were removed successfully. No patient injury reported. Same event as MDR# 2029214-2010-00044.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B) (6) male patient received a precise stent in the left internal carotid artery. Following the procedure, the patient had a non q-wave mi. The patient was treated with a coronary stent implant. The event was graded as related to the index procedure.

Manufacturer narrative:
The notification received for the (B)(4) study indicated that the patient had a nonq-wave myocardial infarction (mi) post carotid artery stenting with a precise stent. It was indicated as not related to the device; related to the procedure. The patient was treated with a coronary stent implant and was discharged four days post index carotid artery stenting with no further adverse events. At baseline the (B)(6) male patient had a history of hyperlipidemia, CABG, coronary artery disease, and hypertension (systolic>140, or diastolic>90, or requiring medication). A high risk criteria including knowledge of two or more proximal or major diseased coronary arteries with >70% stenosis that have not or cannot be revascularized was reported. At baseline the (B)(6) score was 0 with indication that the patient was symptomatic. The target lesion was a 99% stenosis of the proximal left internal carotid artery (ica). The reference diameter was 6.0mm. An angioguard embolic protection device was deployed without technical problems and the lesion was pre-dilated without resistance to dilation and without dissection. The precise stent was deployed at the target lesion without malfunction or associated adverse event. The angioguard was retrieved without technical problems or associated adverse event. The total length of the stented segment was 40mm with a final diameter stenosis of 0% with no thrombosis at the target lesion. The patient had no neurological deficits upon leaving the procedure suite. Heparin had been administered during the procedure. Aspirin and clopidogrel had been administered pre and post procedure and at discharge with clopidogrel also administered during the procedure. Following the procedure, the maximum total ck-mb was 37.2 with a maximum upper limit of 3.6. ECG demonstrated new st elevation. The (B)(6) score remained 0 with a (B)(6) score of 0 at discharge and 30-day follow-up indicated an (B)(6) score of 0 with no further adverse events. The precise stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14088801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction (mi) is a known potential complication of endovascular procedures including carotid stenting and is listed as such in the instructions for use. Based on the known high risk criteria of diseased coronary arteries with >70% stenosis and the report that the patient was treated with a coronary stent implantation, patient factors contributed to the post procedure myocardial infarction. There is no indication that the event is related to any device design or manufacturing issues; therefore, no corrective actions will be taken.